Event description:
Initial info was received from a consumer on (B)(6) 2011 and add'l info was received from the consumer which upgraded the case to serious (treatment with oral antibiotics and steroids) on (B)(6) 2011. A (B)(6) female consumer received her first session of poly-l-lactic acid (sculptra aesthetic) [lot # and expiration date unk] in (B)(6) 2009 for hollowness near her eyes. Right after treatment she felt one tiny nodule. She received her second session on an unk date in 2009. In (B)(6) 2011, she began experiencing huge painful granulomas all over her face, at the sites of injection and at other sites. She described five granulomas - one is the size of a dime, one is bigger than a dime, one feels like a smushed pea, one feels like a pea, she is developing others near her nose, the left side looks dented, there is one near her left temple. All the granulomas are visible, have signs of inflammation in all lesions together, and are uncomfortable. A biopsy was not performed. There was no evidence of permanent impairment of a body function or structure. The adverse event was not expected to be irreversible. She is in front of people every day and was very concerned as this is affecting her work for the past two months. She has been back to her physician and then has gotten two other opinions. She has had two sessions of antibiotics and oral steroids. The treatment was administered to preclude permanent impairment of a body function or damage to a body structure. At the time of the report the events were ongoing. No further relevant info reported.